Event description:
Little detail available. Port malfunctioning and following examination it was noted that the catheter was no longer attached to the port. Catheter was noted in right atrium and successfully retrieved.